Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Procedure: patient underwent bilateral total knee replacement on (B)(6) 2016. Following surgery it was discovered that she had a right femur periprosthetic fracture in the right knee. She underwent revision surgery where a bicondylar femur fracture was discovered around the notch. All components revised except patella.